Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag connection was not tight. An assignable cause of loose connection was determined from the given information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell seven of twelve. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the supply bag connection was not tight. The patient closed all clamps, cycled the power on the homechoice clearing the alarm, and ended therapy. The technical service representative reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.